Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while in use. No patient harm reported.

Manufacturer narrative:
The field service engineer replaced a backup battery which resolved the issue. The unit was tested and returned for use.